Event description:
Procedure: inguinal hernia repair. According to the reporter: patient: male, (B)(6). Surgeon put balloon into cavity and attempted to inflate it, however, the balloon would not inflate at all. A new balloon was opened to successfully complete surgery. Rep was present at case. Rep believes balloon may have had a hole in it. Patient is currently fine.

Manufacturer narrative:
(B)(4).